Event description:
Reported via clinical study. It was reported that device migration, and device leak occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day routine follow up, imaging revealed device migration/shift, and a device leak. Partial thrombus had formed in the laa distal chamber as expected. There were no actions or diagnostic tests associated with the finding. No further details were made available at the time of this report.